Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Later healthcare professional reported right side rupture found during explant surgery. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Later healthcare professional reported right side rupture found during explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: ¿ crease is observed. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.